Manufacturer narrative:
(B)(4). Date sent: 9/7/2016. Batch # zpnbbz; zpnbb8. A DHR was performed on final packaging lot zrbbbm and sub-assemblies zpnbbz & zpnbb8 (injection ports) and no discrepancies were recorded on file in relation to the events described. Additional information requested and the following was obtained: what type of allergy testing was performed to confirm the patient was allergic to the band? She has tested + for a nickel allergy.

Event description:
It was reported that after a realize band revision procedure, the patient developed infection and a systemic itching allergic skin reaction. The patient initially had the band placed (B)(6) 2009. In (B)(6) 2015 the band was not holding the fill volume and the port only was replaced on (B)(6) 2015 to fix a leak. Immediately after the port was replaced, the patient developed localized hot, red skin reaction at the site of the port. The patient was treated with several oral antibiotics with no relief and there was evidence of infection with purulent discharge at the site. After trying a few courses of antibiotics, the surgeon performed incision and drainage of the infection and removed the port completely. The date of the I&d with port removal is unknown. After removal, the patient's symptoms resolved. On (B)(6) 2015 the patient had the entire band system replaced in case of any contamination. After the band was replaced, the patient developed a systemic allergic skin reaction. She has seen several allergy and immunology specialists. Biopsy of the reaction showed granuloma annularae and some allergic/eczema pathology results. The patient has responded to oral steroids, but the treatment caused exacerbation of diabetes as a side effect. Currently the patient is being treated with topical steroids. The patient has been diagnosed with a nickel allergy.